Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/30/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: could you please provide product code?--unobtainable. Could you please provide lot number?--unobtainable. What tissue was being approximated or sutured when it broke? Unobtainable. Once there is any update, we will update the information. Were there any patient consequences? No patient consequences.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please provide product code? Could you please provide lot number? What tissue was being approximated or sutured when it broke? Were there any patient consequences?

Event description:
It was reported that a patient underwent a trauma procedure on 2/18/2021 and suture was used. During the procedure, the suture broke when sewing the wound. Changed another one to complete the surgery. There were no adverse patient consequences reported. Additional information was requested..